Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received.

Event description:
A certified surgical technician reported following an intraocular lens (iol) procedure, the lens was explanted and exchanged due to decentered iol causing diplopia, dysphotopsia, and poor vision. Additional information was provided by a certified ophthalmic technician, who reported that the event resolved with treatment.